Event description:
It was reported that the patient had visited the Emergency room (ER) with high blood glucose in (b)(6) 2026. The patient's blood glucose levels reached the range of 400 mg/dL while wearing the Pod longer than 48 hours. Symptoms Including vomiting. The patient was diagnosed with hyperglycemia. The patient was treated at the ER with Zofran and insulin, and received a prescription for Keflex. It was further reported that a red mark was present at the infusion site, which was suspected to be related to the patient's eczema (unrelated to Pod wear). An infection was mentioned as a possibility, but no confirmed diagnosis was reported, and the area reportedly improved without the prescribed antibiotic (Keflex) being taken. The patient was discharged on the same day. The Pod was discarded.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_ANDROID.Omnipod Software App Version: 4.0.2.Operating System: TP1A.220624.014.G986U1UESBHXJ1.Hardware: SM-G986U1.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.